Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and that the criteria for the right ventricular lead integrity alert were met.

Event description:
It was reported that lia (lead integrity alert) tripped due to sic (sensing integrity counter) and nst (non-sustained tachycardia) e pisodes, with high rates. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419478 implantable pacing lead, (B)(6) 2008; 5076-52 implantable pacing lead, (B)(6) 2008. (B)(4).